Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 3.50mm stent delivery system was returned for analysis with the stent protector and mandrel attached. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurements.the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. The product mandrel was inserted in the device and was kinked 2.8cm distal to its proximal end. A visual examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion break 35.2 cm proximal to the distal tip. The core-wire was kinked 6cm proximal to its distal end.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the mildly tortuous artery. A 16 x 3.50 promus premier drug-eluting stent was selected for use. When unpacking the stent, it was noticed that the stent struts were lifted. The procedure was completed with different device. No patient complications were reported and the patient status is stable. It was further reported that the shaft broke after removing the device from its protective sleeve, there was no resistance when removing the device from the protective sleeve.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the mildly tortuous artery. A 16 x 3.50 promus premier drug-eluting stent was selected for use. When unpacking the stent, it was noticed that the stent struts were lifted. The procedure was completed with different device. No patient complications were reported and the patient status is stable. It was further reported that the tip of the catheter was damaged.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the mildly tortuous artery. A 16 x 3.50 promus premier drug-eluting stent was selected for use. When unpacking the stent, it was noticed that the stent struts were lifted. The procedure was completed with different device. No patient complications were reported and the patient status is stable. It was further reported that the shaft broke after removing the device from its protective sleeve, there was no resistance when removing the device from the protective sleeve.

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the mildly tortuous artery. A 16 x 3.50 promus premier drug-eluting stent was selected for use. When unpacking the stent, it was noticed that the stent struts were lifted. The procedure was completed with different device. No patient complications were reported and the patient status is stable.